Manufacturer narrative:
Additional information : d4, h4 correction : d1, d5, g4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 168349 and test base part number 195-430h / lot 164509. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168349 showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to correct the patient demographics from female to male and to provide additional information. Additional information from the customer states the user was symptomatic, both tests were from the same box, and taken within an hour of each other after the first one seemed off with the dye. The dye was unevenly disbursed, with virtually none on the control line and a heavy presence on the test line. The user reported this occurred with both test. The user was administered two pcr confirmation test and confirmed all results were negative. The user had to quarantine for 10 days alone and 1400 miles from home.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report # 1221359-2021-03681 for the first false positive.

Event description:
The user reported (2) false positive results with the binaxnow¿ covid-19 antigen self test performed on unknown samples. The user reported one binax now covid home test produced (2) two false positives (same pers during in-home use, and made us quarantine and follow + procedures for 7 days while we waited for one and then another pcr test results to prove binax was a false positive. The user reported that she got a monoclonal antibody treatment prior to testing. No additional patient information, including treatment and outcome, was provided. This report is to address the 2 of 2 false positive results reported.